Manufacturer narrative:
The device was received with minor scratched lcd window, partially broken reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. Customer states pump is broken about a month ago. Customer states the gasket that is in the reservoir is coming out because the plastic that holds it in is broken. Customer also states crack in opening of reservoir compartment. Advised to disconnect from the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.